Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were experiencing high blood glucose. Customer blood glucose was 30.4 mmol/l. The insulin pump within 48 hours at the time of event. Auto mode was active at time of high blood glucose event. Customer stated that there was insulin blockage but the insulin pump did not alarmed. The insulin pump will not be returned for the analysis.